Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using the unspecified bd vacutainer® blood collection tubes, the device experienced underfill of a tube with blood. The following information was provided by the initial reporter. The customer stated: "serology and hiv tests panels were continuously cancelled due to insufficient quantities being received at the lab, due to a vacuum error in the provided test tubes, which caused insufficient blood volume to be drawn. Patients required resampling and testing at least 2 times per patient. One patient was resampled and tested 4 times as a result."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported when using the unspecified bd vacutainer® blood collection tubes, the device experienced underfill of a tube with blood. The following information was provided by the initial reporter. The customer stated: "serology and hiv tests panels were continuously cancelled due to insufficient quantities being received at the lab, due to a vacuum error in the provided test tubes, which caused insufficient blood volume to be drawn. Patients required resampling and testing at least 2 times per patient. One patient was resampled and tested 4 times as a result."